Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy bag. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (2 grams), gentamicin (0.6 mg) and ciprofloxacin (500 mg) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.